Event description:
It was reported that sensing was not effective with the analyzer. The analyzer was returned for service. No patient complications have been reported as a result of this event. It was further reported that another analyzer was readily available and was used to complete the case.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the analyzer was analyzed and no anomalies were found. Analysis could not confirm the reported event.